Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D4: catalog number, lot number, expiration date, UDI, g5, and h4 are unknown.

Event description:
It was reported that during use of the tubing, the pump exhibited a high pressure alarm. The cassette was changed and a backup pump was used and the high pressure alarm persisted. The patient was able to switch to a backup product they had and was able resume therapy. No injury was reported.